Event description:
It was reported to boston scientific corporation that about 4 minutes into a therapeutic hydrothermal ablation (hta) procedure, the physician noticed fluid loss through the cervix; the system did not alarm. They stopped the procedure, removed the instrument from the pt and then put it back into the pt, started over and completed the procedure successfully. It was reported that a minor burn, about the size of a pinky finger nail, was observed. Pt was discharged without any other complication.

Manufacturer narrative:
A ship history was performed resulting in two probable lots. DHR review was performed nothing relevant to this type of event was found. The device will not be returned for eval; as it was disposed of and therefore, a failure analysis could not be performed. A review of the labeling was performed which includes the dfu/users manual. The hta users manual states that thermal injuries are a potential adverse event associated with the use of hta and are located in the warning and precautions section. It is important to ensure a good cervical seal when performing hta procedures. Please refer to the hta user's manual regarding the warnings and precautions of hta use; some of which specifically refer to the importance of the cervical seal to prevent thermal injury. You may also refer to the manual for the importance of obtaining, maintaining and observing the cervical seal in order to prevent thermal injuries to the pt. This event is classified as an anticipated procedural complication.